Event description:
The reporter indicated that the pt was in ICU after an unnamed surgery during which time he was defibrillated. At first inquire, the device was in backup and a reset was successfully performed. However, at that time, telemetry showed "high" lead impedance. Thereafter, the device would not communicate and is not sensing or capturing.